Event description:
A surgical technician reports a broken haptic was noted following insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate removal of the lens and replacement with an anterior chamber lens. A vitrectomy was performed and a suture was used to close the incision. Add'l info has been requested.